Event description:
Additional information received reported that during the lead revision high impedances were seen. It was stated that the same leads were being used, but an extension was being changed. It was stated that after setting the correct lead configuration, all impedance issues resolved and were within 800-1100ohms. It was stated that ¿on one side of the extension it looked as if the inside metal piece had turned on one contact.¿

Event description:
Additional information received reported that during the procedure the patient was not receiving stimulation where he needed it. It was noted that the patient was doing great and was receiving effective and full therapy.

Manufacturer narrative:
Concomitant products: product ID 37711, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type implantable neurostimulator; product ID 37714, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 37754, serial # (B)(4), product type recharger; product ID 74002, lot # n346974, implanted: (B)(6) 2012, product type adapter; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 74002, lot # n202767, implanted: (B)(6) 2009, product type adapter; product ID 748951, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748951, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3986a, lot # lb9304, implanted: (B)(6) 2004, product type lead; product ID 748951, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748951, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3998, lot # la1828, implanted: (B)(6) 2002, product type lead; product ID 3998, lot # l92553, implanted: (B)(6) 2001, product type lead; product ID 3986a, lot # lb9304, implanted: (B)(6) 2004, product type lead; product ID 3998, lot # la1828, implanted: (B)(6) 2002, product type lead; product ID 3998, lot # l92553, implanted: (B)(6) 2001, product type lead; product ID neu_unknown_ext, product type extension. (B)(4). The event was initially filed under the originally implanted devices. This event contains a continuation of that event, with issues on a new device. For the originally filed event, see reports: 3004209178-2014-07347, 3004209178-2014-07347, 3004209178-2014-07347, 3004209178-2014-07347, 3004209178-2014-07347, 3004209178-2014-07349, 3004209178-2014-07349, 3004209178-2014-07349, 3004209178-2014-07349, and 3004209178-2014-07349.

Manufacturer narrative:
(B)(4)